Event description:
During an endoscopic procedure, the physician used a cook endoscopy acusnare polypectomy snare to remove a plastic stent. The polypectomy snare was positioned around the plastic stent and withdrawn, but the stent did not withdraw with the snare. Upon examination of the polypectomy snare device, the user determined the snare loop near the distal end had broken and remained free inside the patient. Note: the polypectomy snare was used in contradiction with the intended use listed in the instructions for use. The snare loop was removed from the patient with graspers. Other than repeating the procedure to remove the plastic stent, no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects, due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The wire of the snare loop is broken near the connection to the drive wire. The snare loop was not included in the return. Unused product from the same raw material lot number remained on the finished goods shelf when this report was provide. The unused product was subjected to a visual examination. The snare wires were inspected for any breaks or frayed areas. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the unused product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusion: the intended use for the acusnare polypectomy snare listed in the instruction for use sates: "this device is used with an electrosurgical unit for endoscopic polypectomy." The instructions for use advise the user not to use this device for any purpose other than the stated intended use. This acusnare polypectomy snare was used to remove a plastic stent. Using a polypectomy snare for removal of a plastic is the most likely cause for the reported observation. Breakage of the snare loop wire can occur if the snare received excessive pressure perhaps when attempting stent removal . Prior to distribution, all acusnare polypectomy snares are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the intended use listed in the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.